Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular defibrillation lead was capped due to high resistance, suspected conductor fracture. The resistance was greater than 3000 ohms with up and down trends from the 800 ohm baseline. There was no noise, no sensing integrity counter (sic) and no non-sustained tachyacardia (nst) events. A new lead was implanted. No patient complications were reported as a result of this event.